Event description:
The customer alleged that she received a control test that was high, out of specification. While troubleshooting, she performed 2 more control tests and received a result of 192 mg/dl. The normal control range was 107-147 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.